Manufacturer narrative:
Results: visual inspection of the returned product showed that here was a tiny tear in the optic and haptic was torn off. There was a clear surgical residue on the lens.

Event description:
It was reported that a cq2015 three piece collamer lens was loaded in the wrong type of injection system and the haptic was torn during insertion. The lens was removed and replaced with another same model lens without any patient injury. The reporter stated, the incident was due to a technical error.